Manufacturer narrative:
Technician found the nurse call p/c board was inoperable. Replaced the nurse call p/c board to resolve this issue. Bed found in storage facility.

Event description:
Facility requested inspection and repair of this bed which was in storage area. Problem unk. No injury alleged.